Manufacturer narrative:
Per the patient's nurse, the device was explanted due to an infection. The device was reportedly discarded by the hospital and is not available for analysis. This report is submitted february 20, 2017.

Event description:
It was reported the patient was explanted (date not reported) due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report, february 07, 2017.